Manufacturer narrative:
All relevant device history records (dhrs) for the relay nbs plus (n2) thoracic stent-graft system (28-n232209282390s) with final assembly lot# b240723270, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on august 01, 2024. There were no nonconformances or reworks in relation to the device. The patient underwent a thoracic endovascular aortic repair (tevar) procedure on 11/05/2025 to treat a thoracic aortic aneurysm. The physician attempted to implant a relay nbs plus stent-graft (catalog # 28-n232209282390s), but during advancement of the inner sheath the constraining sleeve did not advance and stent graft began to deploy. The physician decided to remove the delivery system and encountered resistance at the femoral artery puncture site. After removal, the physician found that the tip detached from the delivery system, which required a cut down to retrieve. A review of the device history records showed no issues were found during the manufacture of the device. The delivery system was not returned for investigation. The pre-case plan and post-operative still CT images were provided for review, which do not show tortuosity or calcification along the aorta. The true lumen parallel to the dissection shows an average diameter of 18mm with the smallest width of approximately 13mm at the 200mm mark. Postoperative images of the device were provided along with the complaint. The constraining sleeve was pulled back from the base of the tip, the first one-half stents were deployed, and the device tip was separated from the threaded insert. An email was sent to rita xu, terumo medical shanghai quality assurance representative, to clarify the event and procedure details. The following responses were received on february 9, 2026. 1.was there tortuosity or calcification in the entry vessel? "No". 2.was there resistance felt when inserting the device into the patient or while attempting to advance the device? "Yes, as the complaint description "during the operation, after the stent was rinsed, the guide wire was extended into the femoral artery, and the stent in position 1. After the hard sheath was in place, the soft sheath was pushed and find that the tip head was advancing, but the soft sheath and stent were still in position (don't move)." 3.was a perclose proglide closure system used in this case? "Yes, perclose proglide closure system was used. But it was confirmed that the detachment of tip had no relation with perclose because the stent could access in the vascular." Based on the pre-case plan provided along with the complaint, the diameter of the true lumen may have caused the constraining to be compressed along the aortic wall resulting in the premature deployment of the stent-graft (advancement of the stent-graft without advancement of the constraining sleeve). This was most likely the resistance experienced by the user when the inner sheath and stent-graft were advanced from the 23fr outer sheath. Without CT imaging files or angiogram, this could not be confirmed. As described in the event narrative, the device tip was detached from the tip metal insert. Based on prior complaint investigations for the same reported failure, if the tip is not seated back into the outer sheath prior to removal of the device from the patient, the back end of the tip is left exposed and may get caught in the sutures of a perclose proglide closure system, calcification, or a pre-existing stent-graft during removal of the delivery system from the patient. This could result in the tip to be peeled off the tip metal insert. Without the return of the device, the root cause of the tip separation could not be confirmed. For work step 6 in the DHR for nbs plus stent graft system taa packaging assembly DHR-2833-0349 rev. H, the operators use manufacturing instruction mi-0086 rev. T [nbs plus stent graft loading] to ensure proper seating of the device tip. Section 9.18.3 states "tip must completely bottom out against tool." Section 9.18.10 instructs to "thread the tip on the threaded section of the distal clasp, capturing the fabric constraining sleeve as shown in photo #63a, until the tip butts against the distal clasp "stop". Hold the proximal clasp firmly during this process to avoid slippage of the proximal clasp within the distal clasp. If the tip does not turn (full turns) more than three times during its assembly, there is a possibility of improper clasp/tip engagement, if so, repeat this step 9.20.10 again." For work step 7 in the DHR for nbs plus stent graft system taa packaging assembly DHR-2833-0349 rev. H, the inspectors use quality instruction qi-0026 rev. S [nbs plus system loading and post loading inspection] to verify the tip seating. The inspection plan states that the "tip must be present and properly engaged to the distal clasp threads" by means of visual/unaided eye/white light & tug test (gently pull the sample with fingers to ensure secure attachment). The plan also includes instruction to "verify that the proximal end of the tip is butted out to the distal clasp and there is no presence of a gap." In conclusion, a review of the device history records showed no issues were found during the manufacture of the device. With the information provided, the root cause of the reported failure of premature deployment and device tip separation could not be determined.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"After flushing the intraoperative stent, a stiff guidewire was advanced into the femoral artery. The stent was set at position 1. After the hard sheath was positioned, the soft sheath was pushed forward, and it was observed that the tip advanced while the positions of the soft sheath and the stent remained unchanged. The entire delivery system was withdrawn, and resistance was encountered at the femoral artery puncture site. It was confirmed that the tip had detached. An incision was made in the femoral artery to retrieve the detached part." Patient outcome: "n/a".